Event description:
The surgeon attempted to insert an iab into the pt's right groin without success. The pt was weaned from bypass and the iab was placed in the left groin. Although there was difficulty with kinking, the iab was placed successfully. The pt was transported to recovery, where at 0655 the next morning, it was noted that the iab had ruptured. The surgeon was notified and the iab was removed. No second iab was inserted. The pt's pressures at the time were fine. The pt is still on the ventilator but is awake and alert. (On 8/24/98, datascope also rec'd the mandatory medwatch form from the distributor; uf/dist report number: FDA-34955-1998-006) (event complications: none from the event - reported 8/24/98.) (Pt's current status: alert - reported 8/24/98.)